Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call low battery alarm and blank display on the insulin pump. Customer's blood glucose level was 127 mg/dl. Customer advised the insulin pump was not working properly and had shut down. Customer advised they replaced the battery and received a low battery alarm. Customer replaced the battery once again and the device turned off during a bolus attempt. Troubleshooting for low battery was performed. Customer was unable to troubleshoot for the low battery because there is a blank display. Troubleshooting for blank display was performed. Customer's display did not return and troubleshooting could not resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.